Event description:
It was reported that during a da vinci s surgical procedure, the surgical staff alleged that the pk dissecting forceps instrument had a broken wire issue. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint of a broken wire was confirmed. The instrument's pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Electrical continuity testing of the instrument passed. An additional finding not reported by the site was scratches on distal pulley. Scratches on the surface of both distal pulleys were observed. Another finding was scratches on the instrument's main tube. The distal end of the main tube had various scratch marks with light material removal. The scratches were short in length and did not align with the tube axis. Engineering concluded that the damages might have been caused by instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.